Event description:
It was reported that the customer experienced high blood glucose levels (approx 400 mg/dl), wand was hospitalized on (B)(6) 2015. Customer was treated intravenous fluids and insulin, and released from the hosp the same day.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.